Event description:
It was reported a 6f angio-seal vip vascular closure device was deployed during a percutaneous cardiac interventional procedure. Four hours later, while resting in bed, the patient turned to the right. A large hematoma (football size) developed. The patient underwent surgery. Reportedly, the anchor was found folded, in the shape of a v and appeared "bland"; the physician was able to twist it a little afterwards in the operating room. The angio-seal was removed. The patient was admitted to the intensive care unit post surgical procedure.

Manufacturer narrative:
No product was returned. A search of the device history record was possible since the lot number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) state that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instruct the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses.